Manufacturer narrative:
Following the information provided, the electric cardiopulmonary resuscitation (CPR) did not work on the citadel bed while a patient medical intervention was required. Allegedly the nurse was unable to raise the backrest section of the bed using the control panel while the patient had shortness of breath and tachypnea. During the attempts to raise the bed section a patient sustained respiratory distress/arrest and CPR had to be initiated however, the bed did not lower. The caregiver had to climb on the bed to perform a medical intervention and sustained a back injury. No patient harm was reported. The e410 error code was observed on the control panel after the incident. After the incident, the device was taken out of use and an arjo representative performed a quality check on the bed. Although it was noticed that the battery box cover had a missing side screw, there were no signs of damage on the device and no error codes were displayed. The bed was tested and working per specifications. The emergency CPR did not work when the medical intervention was required. However, the failure of the electrical CPR error does not prevent conducting CPR. The manual CPR lever is operational and can be activated in an emergency if necessary. The manual CPR lever allows to lower the backrest section of the bed's platform to the horizontal, flat position, even if the electrical components are inoperative. The instructions for use dedicated to citadel bed frame system (830.213-en) states: "in a fault or power loss condition where the CPR button is not responding, use the CPR backrest release to position the patient for CPR." As the functional test did not reveal any issue and the device was working as intended, the exact cause of the electrical CPR failure and e410 error occurrence could not be determined. Arjo device failed to meet its performance specification since the electrical CPR failure was observed when medical intervention was required. The device was in use with a patient when the event occurred. The complaint was decided to be reportable due to an electrical CPR malfunction in the emergency situation.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The electric cardiopulmonary resuscitation (CPR) did not work while a patient medical intervention was required. The e410 error was displayed on the control panel. The patient did not sustain any injury.